Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4): evaluation: method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint information and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 13.7mm vicmo13.7 implantable collamer lens was implanted in the patient's right eye (od) and excessive vault was observed. The lens remains implanted and the surgeon plans on exchanging it for a smaller length lens.